Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during insertion. Symptoms/ae: none. It was reported that in preparation of a carotid artery stenting procedure, the rx acculink prematurely, partially deployed while being back loaded onto the guidewire. The stent delivery system was removed without incident. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the stent was returned partially deployed. There was bunching in the distal outer sheath. An unk guidewire was returned, advanced through the rx notch of the acculink catheter; however, no part of the guidewire exited the tip of the catheter. There were four kinks in the returned guidewire. The handle lock was in the unlocked position. During the attempt to push the returned guidewire through the tip, the stent fully deployed. The guidewire was removed, and after soaking, was able to be back loaded onto the catheter without resistance. An attempt was made to advance the guidewire through a .0145 hole gauge, but the guidewire became stuck at the kinks. No definitive root cause could be determined for the premature deployment outside of the body. However, the available info suggests that a possible cause is user handling. The device was returned with the locking mechanism in the unlocked position. The acculink delivery system is equipped with a locking mechanism to prevent deployment during handling. The acculink instructions for use (IFU) state: "leave the safety lock closed until the stent is ready to deploy. "(El2057155 sec 5.2 & fig.2) if the locking mechanism is unlocked prior to intended deployment, premature deployment is possible. The returned device also had an unknown guidewire advanced through the rx exit port, but not continuing out through the tip, which may suggest that the acculink was attempted to be loaded through the exit port instead of the tip. The acculink IFU states to: "backload the delivery system onto the 0.014" (0.36mm) guide wire. The guide wire will exit ... From the distal tip. " (el2057155 sec. 8.7). The cause of the observed bunching on the returned device is unk. This may also be attributed to user handling. No device mfg issues were detected. A review of the finished device history record for this lot did not reveal any non-conformities which could have contributed to this complaint.